Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported events. Additionally, a review of the complaint history identified no indication of lot specific product quality issue identified. The reported patient effects of recurrent mitral regurgitation (mr), additional therapy/non-surgical treatment and tissue damage as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated, and a definitive cause for the reported single leaflet device attachment (slda) and partial clip movement could not be determined. The patient effect of recurrent mr appears to be due to the reported slda. Additionally, a definitive cause for the reported tissue damage could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for single leaflet device attachment (slda), with tissue damage. It was reported that on (B)(6) 2019, the patient underwent a mitraclip procedure, with implantation of one clip, reducing grade 4 mixed mitral regurgitation (mr) to grade 1. One day post procedure, a transthoracic echocardiogram (tte) was performed and potential clip movement was seen. A transesophageal echocardiogram (tee) was performed on (B)(6) 2019 and single leaflet device attachment (slda) was noted. Mr was noted to increase to grade 3. As the clip remained closed, a leaflet tear could not be ruled out. A second mitraclip was performed. Two ntr clips were implanted and mr was reduced to grade 1. No additional information was provided.